Event description:
Patient presented for revision knee replacement.

Event description:
As per sales rep on 6/19/2014: surgery was on the right knee and the revision surgeon stated the reason for revision was due to "failed right total knee arthroplasty with loose tibial component and bone erosion."

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned due to hospital policy.

Manufacturer narrative:
The patient is 63 inches in height. An event regarding bone erosion and tibial component loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: not performed as no lot ID information was provided. -complaint history review: not performed as no lot ID information was provided. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.